Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7045-90, lot# 493686, mfd. 07/15/2016, exp. 2021-07-2015, gtin (B)(4). 3rd (caudal): ifuse implant, p/n 7040-90, lot# 493693, mfd. 06/20/2016, exp. 2021-06-20, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient did well for over a year following the procedure but later complained of a recurrence of pain symptoms. The surgeon determined that the implants may have been loose. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the middle and caudal implants and replaced them with two longer implants of the same type using the explant voids. The patient's pain complaints resolved following the revision procedure.